Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors (sp) instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument was found to have a cracked tip. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (sp) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 2.43mm x 1.88mm in size. Due to the broken tube adapter, a detached fragment was observed. The instrument was found to have abrasions on the tube adapter. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.